Event description:
Iab was inserted into pt on 2/14/97 at 9:50 pm. On 3/5/97 at 1:00 pm, pump was set at 1:3 and a large amount of blood was noted in the iab tubing. The iab was removed at the pt's bedside. No alarms sounded from the pump. Event complications: none from event, reported 3/6/97. Pt's current status: unk, rpt'd 3/36/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.